Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt heard the alarm to change the system controller while at home. The pt exchanged the system controller. No other info was provided. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The system controller was functionally tested and when the white power lead was maneuvered at the connector end, the voltage dropped. During visual examination of the white power lead, it was found that there were exposed wires beneath the strain relief. Further examination of the inner wires of the white power lead revealed compromised wires, including the clear wire (positive power) and the brown wire (battery fuel gauge). Damage to positive power or battery fuel gauge wire may result in a drop in voltage. The cause of the white power lead damage appeared to be mechanically induced; however, the exact mechanism that contributed to the cable damage could not be determined. A review of the device history records revealed the device met all applicable specs upon product release. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969-2-10001-c) was sent to customers. No further info is available. The MFR is closing it's file on this event.